Manufacturer narrative:
The initial report did not have the correct event type documented, thecorrect event type, serious injury, is provided in this follow-up report

Event description:
Implant failed due to a loss of osseointegrationthe initial report did not have the correct event type documented, thecorrect event type, serious injury, is provided in this follow-up report

Event description:
Implant failed due to a loss of osseointegration.